Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not on a patient at the time of the event. Reportedly, the equipment tech was attempting to run short self-test (sst) and the vent failed sst.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a exhalation flow sensor (evq) out of range error message. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information regarding patient outcome has not been provided. The service engineer (se) inspected the device and found that the exhalation filter seal was missing. The se installed the missing seal. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.